Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel of the arm. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, when the device was inflated, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a longitudinal tear in the balloon material beginning approximately 3mm distal of the proximal markerband and extending approximately 20mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel of the arm. A 4.0 x 40, 75 cm mustang balloon catheter was advanced for dilatation. However, when the device was inflated, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.